Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, implanted: (B)(6) 2018, product type: screening device; product ID: neu_unknown, serial# unknown, product type: unknown. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, (B)(4). Device evaluation code 22 pertains to lead interstim test screener cable. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens) for urge incontinence. It was reported she was feeling pain from the stimulation and that she did pull her lead out of the body armor. It was noted the patient began the trial on (B)(6). Additional information from the patient on february 21st reported that she was ready to have the device removed because the tape was itching very badly, and she needed a shower. There were no further complications that have been reported as a result of this event